Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but since the issue persisted, a replacement pump was arranged. The customer opted to use multiple daily injections as a backup therapy.